Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient continues to use the device inconsistently. This is the final report.

Event description:
The recipient is experiencing decreased performance and sound quality issues. Revision surgery will be scheduled.